Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented in the emergency department with a right ventricular lead that exhibited loss of capture and decreased r-wave amplitude. X-ray showed that the lead had dislodged. The lead was explanted and replaced with no adverse events to the patient.